Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the remote manager latch did not release. A filed service engineer inspected latch and microswitch connections. Replaced the latch to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator latch failed. The customer getting medications from the refrigerator after recovery. There were no adverse events or injuries reported based on this event.